Manufacturer narrative:
(B)(4). Complaint conclusion: while a smart flex stent delivery system (5x200 vas 120 cm) was inside the patient, it was reported that the pullback mechanism was rigid, it did not retract and resulted in the catheter hub detaching. Per the information received, the physician believes that the adverse event is related to product malfunction; however, a specific adverse event was not reported.  The procedure was completed with a same like product.  This was an angioplasty procedure to the lower limbs.  Multiple attempts have been made for additional information but have been unsuccessful.  The device was not returned for analysis but photos were supplied. Two pictures (jpg) of a smart flex 5x200 vas 120 cm stent delivery system were sent. Per visual analysis of the received pictures it was noted that the stent of the unit was partially deployed and the outer member was separated from the outer member connector. A bent condition was noted at the middle section of the device. No other issues were noted. A device history record (DHR) review of lot 34552 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty¿ and ¿luer hub (outer sheath) ¿ separated¿ were confirmed through analysis of the returned photos. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural factors, also unknown, may have contributed to the event. According to the instructions for use ¿prepare stent delivery system. Open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. E. Check to ensure that the tuohy borst valve on the handle is tightened on the pusher tube.f. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1 cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. G. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ not the DHR review, the device photos or the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. A risk assessment has been opened to further investigate this issue and a voluntary recall has been initiated for all lots of two sizes of the s.m.a.r.t. Flex vascular stent system sizes (5x200 mm and 6x200 mm) as these sizes have been associated with a higher frequency of incidents of deployment difficulty, compared to other sizes.

Event description:
While a smart flex stent delivery system (5x200 vas 120 cm) was inside the patient, it was reported that the pullback mechanism was rigid, it did not retract and resulted in the catheter hub detaching. Per the information received, the physician believes that the adverse event is related to product malfunction, however, a specific adverse event was not reported.  The procedure was completed with a same like product.  The device will be returned for analysis.  This was an angioplasty procedure to the lower limbs.  Pictures have been provided.  Additional information has been requested. Addendum (3/2/2017), per visual analysis of the received pictures it was noticed that the stent of the unit was partially deployed .

Manufacturer narrative:
Complaint conclusion updated with product analysis:   while a smart flex stent delivery system (5x200 vas 120cm) was inside the patient, it was reported that the pullback mechanism was rigid, it did not retract and resulted in the catheter hub detaching. Per the information received, the physician believes that the adverse event is related to product malfunction; however, a specific adverse event was not reported. The procedure was completed with a same like product. This was an angioplasty procedure to the lower limbs.  A smart flex (5 x 200 vas 120 cm) stent delivery system was received for analysis. A visual inspection of the device was performed. The stent was partially deployed approximately 1cm, 3 kinks in the outer sheath were observed, and the female luer was detached from the outer sheath (os). One kink was located just past the distal end of the stainless steel pusher shaft, approximately 4cm from the proximal end of the os tubing. A second kink was found approximately 15cm from the distal end of the system, in the stent region of the catheter. Finally, the third kink was measured at 55cm from the distal end of the system. All three of these kinks and the partial deployment correspond to customer's preliminary analysis. The female luer was discovered separated from the outer sheath. The heat shrink had detached from the outer sheath, but remained fully shrunk to the luer. Adhesive residue typical of a preexisting bond was also observed near the proximal end of the outer sheath. This evidence supports that the female luer had been appropriately bonded to the outer sheath during manufacture of the system. A deployment force test was performed on the system. The proximal luer was attached to a force gauge, which was used to push the stainless steel pusher shaft was through the catheter. The stent was completely deployed after reaching a force of 6.161bs. This force exceeds the sib bond strength between the female luer and the outer sheath. It is therefore concluded that excess force caused the bond separation during the deployment attempt by the end user. This would render the system unusable and the stent unable to further deploy. The removed stent was visually inspected, no abnormalities were found. Next, the system was disassembled and its components were inspected, no further damage was observed. The pusher shaft, peek tubing, and guide wire were removed from the outer sheath, which was cut open to reveal its inner diameter (ID). The ID of the outer sheath was inspected at the kinks for damage to the braided tubing. The braiding remained intact and therefore did not contribute to the occurrence of the kink. Additionally, it was noted that the kinks did not impede the deployment test as the entire stent was able to be deployed. The level of uv adhesive found in the luer, which was determined to be 11mm, and is within the specification of 11-16mm of adhesive. Based on the manufacturing records and inspections conducted during the investigation, it is concluded that all manufacturing requirements were met. It is presumed that the kinks described occurred after use or during return shipment. It is concluded that excess deployment force resulted in the separation of the female luer bond, impeding complete deployment of the stent by the end user. The inspections and analyses described do not indicate any failures in the manufacturing process that would result in the reported deployment difficulty. Two pictures were also received which were confirmed with the above analysis. A device history record (DHR) review of lot 34552 revealed no anomalies or non-conformances during the manufacturing and inspection the reported ¿stent delivery system (sds) - deployment difficulty¿ and ¿luer hub (outer sheath) ¿ separated¿ were confirmed through analysis of the returned photos. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event. It is also possible that procedural factors such as excess force may have caused the bond separation during the deployment attempt by the end user. This would render the system unusable and the stent unable to further deploy. According to the instructions for use ¿prepare stent delivery system. A. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. D. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. E. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube.f. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. G. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. 8. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ not the DHR review, the device photos or the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. A risk assessment has been opened to further investigate this issue and a voluntary recall has been initiated for all lots of two sizes of the s.m.a.r.t. Flex vascular stent system sizes (5x200mm and 6x200mm) as these sizes have been associated with a higher frequency of incidents of deployment difficulty, compared to other sizes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.